Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral/incisional/umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted during which the surgeon noted old mesh, ascites and some omentum was stuck in the hernia sack. The old sac was excised and the old mesh removed. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2015. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted extensive lysis of adhesions and numerous hernias containing omental fat. Surgeon also removed a protruding portion of the mesh. It was reported that the patient experienced severe pain, hernia recurrence, nausea, inflammation, dense adhesions, loss of appetite, stress and anxiety. Other procedure is captured under separate file. No additional information was provided.